Event description:
It was reported that pump malfunction occurred, but no notable events were noted prior to the issue and malfunction code and fault ID were not available because pump had already been placed into storage mode. There was no reported impact to the customer¿s blood glucose level. Customer switched back to old pump as backup therapy, placed problematic pump into storage mode as instructed, and agreed to return it using prepaid label, while technical support arranged shipment of replacement pump and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement device.